Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit has been selected for a watchman procedure to treat a case of atrial fibrillation (a fib). During the procedure, the physician mentioned that the mechanical guidewire got stuck in the dilator as they attempted to withdraw it. The components were removed from the patient altogether where the physician noted that the coils on the guidewire appeared to be scrunching together. The procedure was then completed successfully using the same kit, this time going up with the dilator alone and then the rf wire to follow. No patient complications reported. The product is expected to return for analysis.